Event description:
It was reported that a patient experienced peritonitis. On the same day, the patient was hospitalized for peritonitis, which manifested by abdominal pain, cloudy pd effluent, and a fever. However, the treatment rendered was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4): it was reported that the patient recovered from the peritonitis and was discharged from the hospital. Should relevant additional information become available, a follow-up report will be submitted.